Manufacturer narrative:
(B)(4). It was discovered that this MDR is a duplicate of report# 3010532612-2024-00480; therefore, the initial and supplemental reports filed under MDR# 3010532612-2024-00492 should be retracted.

Event description:
It was reported "the iabp balloon was delivered to the beginning of the descending aorta, the balloon counterpulsation balloon was initiated the balloon could not be fully filled, and blood was seen on fluoroscopy in the nitrogen pathway, and the iabp balloon was replaced". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the iabp balloon was delivered to the beginning of the descending aorta, the balloon counterpulsation balloon was initiated the balloon could not be fully filled, and blood was seen on fluoroscopy in the nitrogen pathway, and the iabp balloon was replaced". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "the iabp balloon was delivered to the beginning of the descending aorta, the balloon counterpulsation balloon was initiated the balloon could not be fully filled, and blood was seen on fluoroscopy in the nitrogen pathway, and the iabp balloon was replaced". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".